Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in early 2009 alleging that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient has not been diagnosed with diabetes and is testing 3/times daily. She does not take any diabetes related medications. The 6-month pregnant patient allegedly developed symptoms, such as, heart pounding, feeling sweat, and weak. The patient tested and obtained a 131 mg/dl on the reported meter. Due to not trusting the meter reading, the patient reportedly tested 2 minutes later on her back up one touch ultrasmart meter and obtained a 57 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. She immediately drank orange juice and took "some" glucose tablets. The patient also alleged that she blacked out for a few seconds, which prompted her to have someone contact 911. The ems transported patient to the hospital, where she was admitted for 9 hours. She reported receiving treatment intravenously and having her blood glucose level monitored. She was unwilling to disclose any information regarding her hospitalization. Products were replaced. It would have been helpful to know at what blood glucose the patient usually develops symptoms, how often she tests with the reported meter/back up meter, confirm whether she blacked out after the self-treatment, possible results obtained following the self-treatment, whether ems tested/treated before transporting her to the hospital, possible diagnosis, her usual diet regimen, whether she was ill at the time of concern, and whether she has frequent hypoglycemic episodes. Although, there is no indication that the lifescan product caused the injury since the patient's symptoms developed prior to the alleged product issue. There was an indication that there may have been a delay in treatment, as the patient reportedly required additional IV treatment following her self treatment.